Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced protrusion and a tissue reaction to the mesh. She experienced discomfort and scarring to posterior vaginal wall. There was a small area of mesh protrusion through posterior vaginal wall. The patient underwent a procedure during which the mesh was removed and vagina oversewn. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.